Manufacturer narrative:
The received device had the cannula assembly fully deployed. No kinks or bends were identified on the exposed portion of the soft cannula. No housing or environmental seal damage was found. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula or leaking during wear. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The device data contained no timeouts, drive stalls, or hazard alarms. Although no damage was present, a root cause of unsure properly inserted could not be determined. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs when the sensor and device were connected.

Event description:
It was reported the patient's blood glucose levels rose to 263 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). Upon removal of the pod, the cannula was found to be bent. As treatment, the patient gave correction boluses and changed out the pod. The pod was leaking.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.